Event description:
As reported by the user facility (translation (B)(4)): stop of the infusion. Drug: 5fu. Location occurred: at home. The pt has not received her chemotherapy.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. We have informed our production site accordingly. We did check system for the easypump ii product code 4540016 (lt 100-50-s), batch no. 2d2028eh13 and found that this batch was manufactured on 02/04/2012 and the results of flow rate testing during production and/or after sterilization showed "passed". So, we confirmed that this lot was produced according to product specification.